Event description:
During laparoscopic hysterectomy the reusable monopolar scissor cord blew apart at cord adaptor piece which attaches to covidien valley lab (# (B)(4)) force triad. A spark was visualized. Machine unplugged and removed from service.